Event description:
A (B)(6) result was obtained on a patient sample. Repeat testing was performed and the result was (B)(6). The patient sample was run on an alternate method and the results were (B)(6). Confirmatory testing was indeterminate. Surgery was delayed. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The result of indeterminate by the confirmatory assay indicates that (B)(6) may or may not be present. Retesting is recommended in 6 to 12 months. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the (B)(6) assay is used in conjunction with other manufacturers' assays for specific (B)(6) serological markers."